Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new rv lead of the same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new rv lead of the same model was successfully implanted. No additional adverse patient effects were reported. Additional information received which indicates that this rv lead has dislodged after the initial implant. This rv lead will not be returned for analysis.